Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Report source: other: hc adverse incident report reference no (B)(4); submitted to hc (health (B)(6)) by the patient. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo was implanted during a procedure performed on (B)(6) 2012. According to the complainant, since (B)(6) 2012, the patient has never managed to empty her bladder and she always has drops. During her period, she feels like she has a tampon permanently and whenever she urinates, she feels like giving birth to the "captain hook." Moreover, each beginning of penetration is uncomfortable and painful. She has pain especially in her right hip and has difficulty walking. After ten steps, she feels as if her leg weighs a ton. She is unable to sit too long due to pain and when she gets up, she experiences terrible pain that lasts for a long time. Additionally, she has developed lumbosacral scoliosis in the last five to six years and since two months, her condition is reportedly deteriorating.